Event description:
In 05, vancomycin was programmed to deliver in piggyback mode for one hour. The bag emptied in 20-25mins. The nurse does not remember the size of the bag. There was no patient injury.